Manufacturer narrative:
Additionally, thrombolytic therapy was performed and the thrombus was found at the right internal jugular vein, not in the superior vena cava. It was further indicated at a later date that the clinician performed another CT scan and there was no foreign material observed. The doctor determined it was air in the thrombus and the patient was discharged from the hospital.

Event description:
It was reported that thrombus was observed in the superior vena cava by CT scan after the presep catheter was removed. Also, '2mm to 3mm of a foreign material was observed in the thrombus and it appeared like a rod-shaped material when the customer checked it by echocardiography. However, it could not be determined whether it was an actual foreign material or air.' The sales rep commented that the thrombus and the 'foreign material' remain in the patient body. The customer commented that no catheter damage was noted when the it was removed. No intervention was performed; the customer reported they will closely watch the patient and 'take a wait-and-see approach.'

Manufacturer narrative:
The catheter was not returned for evaluation; it was discarded at the account. No images have been received for review. Thrombosis and air embolism are potential complications associated with all central venous catheter insertions. Without a product return, it is not possible to determine if any damage existed on the catheter. No actions will be taken at this time.